Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the decline in cell 3 voltage was due to a defective battery (rapid decline in cell voltage). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) experienced a battery communication failure (yellow alarm). No clinical details regarding resolution or patient involvement/condition were provided.